Event description:
It was reported that the ventilator had an issue with pressure. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#:(B)(4).

Manufacturer narrative:
It was reported that the ventilator had an issue with pressure. The customer did not provide any further information. No log files has been received and no parts have been confirmed to have been replaced. Despite several reminders the only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the root cause of the reported failure. H3 other text : 4114.